Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was performed and found no non-conformances. During the investigation, the pumps bt2 component was found to have a damaged connection point and this caused the alarm to fail. The bt2 component was replaced, and the auxiliary alarm was confirmed to able to sound when power is removed from the pump as expected. The pump is being repaired and returned to the customer.

Event description:
The initial reporter states that the pump had no auxiliary alarm. (The pumps auxiliary alarm is meant to signal that the pump has lost power.) They also stated that this issue was found at the facility during evaluation and no patient was involved. (B)(4).